Event description:
A tandem mobi cartridge alarm was reported, which did not adversely affect the customer's blood glucose level. The issue, occurring on december 6, 2025, did not involve external magnets or happen during the load process. The customer did not have a history of similar alarms with the pump. Although the bolus completed successfully, the customer initially could not reload the original cartridge and relied on a previous pump. Eventually, the customer resumed using the mobi pump with a new cartridge, resolving the issue.